Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported leaking from below a pump after responding to an occlusion alarm for an unspecified infusion. Upon inspection a hole was noted below the pump segment. The tubing was changed and there was no patient harm.